Event description:
Additional information was obtained and indicated that the physician could not see any fractures or other issues with the lead through x-ray. There were no reports of pacing inhibition in greater than two seconds of asystole. The physician will see the patient in a couple of weeks and the patient will determine if wanted to get a new lead. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture (loc) at max output. It was also reported that there were a thousands of episodes of noise and pacing lead impedance measurements of 110 ohms in bipolar configuration. X-ray was negative and had noise upon isometrics. The plan was to bring the patient back in the office to performed an echo in a few weeks¿ time. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.